Event description:
Healthcare professional reported left side deflation. Healthcare professional also reported "benign tumor of breast, breast lump", "depressive disorder" and "pruritus of skin". Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.